Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the complaint was not determined. The batch review was performed on potentially associated lot (h10k29013) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded but a lot number was provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and advised the hp to start over again using new supplies. There was no visible reason for the alarm. No patient injury or medical intervention was indicated at the time of the initial report. During follow up with the care giver (cg), it was stated that they had no idea why the alarm occurred and how air may have gotten in the lines. Per the cg, there was nothing out of the ordinary about the setup and the supplies. The cg did not inform the nurse regarding the alarm. The cg was advised to let the registered nurse (rn) know about the alarm as soon as possible. The cg stated that the home patient (hp) has been continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.